Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, the bearings were damaged. The cable/cord/wiring was damaged, and there was a hole/cut in the hose of the device. It was further determined that the device failed pretest for hand piece temperature assessment, air pump assessment, noise assessment, and loctite and cable assessment. It was noted in the service order that there was a hole in the tube. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.